Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00863. It was reported the patient was receiving any pain relief from the drg system. A company representative met with the patient and attempted to reprogram the patient's drg stimulator, but was unable to provide any pain relief for the patient. Follow up identified the patient's physician decided to remove the patient's drg system.